Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services confirmed that no images appear when the baton was plugged in. They noted a connector/front shell assembly failure. They replaced the connector/front shell, tested the device and returned it to the customer.

Event description:
The customer reported that during a patient procedure, using a portable video monitor, gvl-2000, no video signal was present. A delay in the procedure of unknown duration occurred as a portable gvl back-up device was obtained. No harm to patient or user was reported.